Manufacturer narrative:
H6: updated. H3: one device was received. A visual inspection found the device in good condition with no noticeable damage. The device was tested on a known good cadd device and connected to wi-fi as expected with no alarms or errors. The customer reported complaint was unable to be duplicated and a root cause was unable to be determined. The item is a purchased finished good, and the DHR is with the supplier. Therefore, a manufacturing batch review could not be performed.

Manufacturer narrative:
B3: event date unknown. H4 unknown - unable to verify serial number. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dose cord input connection is not working and the communication has an intermittent signal. There was unknown patient involvement and unknown harm/adverse reported.